Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
Corrected data: h6 (type of investigation code "10" was listed in error on the initial report instead of "4114"). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of inappropriate reprocessing being performed could not be identified. However, it¿s likely the cause is related to the user¿s understanding on device handling/reprocessing steps was different from recommendation by olympus. Too add, olympus experts have already conducted training on correct device handling at the user facility. The suggested event is preventable by handling the device in accordance with the following sections of the instructions for use: - bf type p60 reprocessing manual cleaning, disinfection and sterilization procedures manual cleaning. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed that during an onsite visit, the operations manager observed that the user facility staff was not performing reprocessing sufficiently. Insufficient or incorrect reprocessing scope / accessories were used. No patient infections or injuries reported.

Manufacturer narrative:
No device was returned to olympus for evaluation. Based on the observation summary report from an ess, there were some reprocessing deviations observed during the on-site visit, and they are as follows: during the in-service, the customer said they were not pre-cleaning in the procedure room and were not using the air water channel cleaning adapter. Also, they do not leak test the scope before placing in detergent solution and were relying on the automated endoscope reprocessor (aer) to detect leaks. Also, they were not using the suction cleaning adapter for aspirating detergent solution and were not flushing the air water channel, or the auxiliary channel before soaking the scope in detergent solution. Also, they were rinsing the scope in water but were not flushing all channels with water and air before placing in the aer. The operations manager provided a reprocessing in-service or reprocessing training to the user facility staff. The operations manager provided the user facility staff with reprocessing training materials for their reference. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.